Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the main circuit board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
During training by a zoll medical sales rep, the device did not power on. There was no pt involvement in the reported malfunction.